Event description:
Event description boston scientific received information that three years following implant the ventricular pace impedance measurement and current were 2.5v. This lead was surgically abandoned and successfully replaced with another lead, no other changes were made to the system. No adverse patient effects were reported.